Event description:
It was reported that in preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. During removal of the balloon protector from the 4.0 x 1.5cm x 140cm spcb flextome mr cutting balloon, the balloon detached from the catheter. This device was never in contact with the patient. The procedure was completed with d different device. No patient complications were reported, and patient status was listed as good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the device was returned with the balloon detached from the shaft. The balloon was still inside the protector cap. There was no damage noted to the shaft. The protector cap was removed from the balloon without issue. All blades and balloon material were folded correctly and within the correct channels of the protector cap. The balloon could not be inflated to determine the outer diameter due to the detachment however, no damage was noted to the balloon or the blades. The inner diameter of the balloon protector was within specification. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. During removal of the balloon protector from the 4.0 x 1.5cm x 140cm spcb flextome mr cutting balloon, the balloon detached from the catheter. This device was never in contact with the patient. The procedure was completed with d different device. No patient complications were reported, and patient status was listed as good.